Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of incarcerated ventral hernia with a ventralex patch. On (B)(6) 2005 - pt underwent exploratory laparotomy and excision of ventralex patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. It appears that the pt showed signs of an acute abdomen following the (B)(6) 2005 hernia repair. It was noted in the (B)(6) 2005 operative report that the mesh was intact and there was no evidence of bowel perforation. There was some fibrinopurulent material within the abdomen, but upon full exploration of the small bowel, colon, gallbladder and appendix there was no obvious source of this minimal amount of fibrinopurulent material. Cultures were taken, but there was no culture reports included in the info provided. The surgeon's post operative diagnosis was sub-acute nonbacterial peritonitis. Currently, it is unk whether the device may have caused or contributed to the reported event. A DHR of the lot was conducted, and the lot passed all inspections. The sterilization records have been reviewed and verified to meet all validated parameters for the sterilization cycle. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.